Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a hyperglycemic event on (B)(6) 2026 due to incomplete site insertion as the site did not go all the way in during insertion. The blood glucose level was high and the patient was treated with a correction bolus via pump. No further information available.